Event description:
It was reported that the 8800 system locked up and would not boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital was having electrical problems with the building. The power company corrected the problems. The system was found to be working as intended and put back into service.